Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went swimming with the pump on and received an altitude alarm. The customer cleared the alarm "right away" and insulin delivery was resumed. The customer's blood glucose level was not impacted.